Manufacturer narrative:
(B)(4). Batch #u93059. Investigation summary: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. As part of our quality process. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a urological surgery, the jaws did not open and close well before use. The device was not used for the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.